Event description:
Small half portion of "[tampon]" remaining inside body - vagina "[foreign body in reproductive tract]" upon removal tampon broke...leaving a small half portion inside "[complication of device removal]" part of the "[tampon]" broke off "[device breakage]". Case narrative: consumer stated via email that the tampon broke upon removal, leaving a small half portion remaining inside her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.